Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the luer lock. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer would consult with health care provider to address the event. Tandem technical support educated customer regarding cartridge labeling instructions.